Event description:
It was learned through implant patient registry that a 21mm 3300tfx aortic valve was explanted after an implant duration of 9 years, 6 months due to unknown reason. The explanted valve was replaced with a 23mm 11500a aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 21mm 3300tfx aortic valve was explanted after an implant duration of 9 years, 6 months due to endocarditis, bacteremia with enterococcus faecalis, with mild aortic regurgitation and moderate stenosis. The explanted valve was replaced with a 23mm 11500a aortic valve. The patient was taken to the intensive care unit in stable condition post procedure. Per medical records: the patient presented approximately eight (8) weeks prior to redo surgery with sudden cardiac death, a CT confirmed acute hemorrhagic infarct, and the patient was diagnosed with bacteremia with enterococcus faecalis. The patient was treated with six (6) weeks of antibiotics prior to surgery, however, on completion of antibiotics, blood cultures remained positive. The patient also had a new splenic infarct. The preoperative echo three (3) days prior to surgery showed the appearance of an abscess near the non-coronary and left coronary cusps, mild regurgitation and moderate stenosis. The patient underwent explant of 21mm 3300tfx and debridement of aortic root and replacement of av with a 23mm 115000a valve. Calcium and debris of the prior valve were removed from the annulus. It is noted that epicardial pacer wires were implanted in case the existing pacemaker leads needed to be removed in the future due to infection. The coronary ostia were visualized post implant of the new valve and seen to be patent, the new valve nicely seated in the annulus.

Manufacturer narrative:
H11: corrected data based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.